Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 390 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the hemogard stopper cannot properly be recapped tightly after it has been decapped. They claim the cap is not tight enough in comparison to the previous tube brand they were using. The customer just started using bd vacutainer serum last month."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-18. H6: investigation summary: bd received 2 samples and 1 video for investigation. The video was reviewed and the customer¿s indicated failure mode for loose caps with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for loose caps with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions (CAPA) 1875009. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 390 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the hemogard stopper cannot properly be recapped tightly after it has been decapped. They claim the cap is not tight enough in comparison to the previous tube brand they were using. The customer just started using bd vacutainer serum last month."